Event description:
It was reported the patient received an inappropriate shock due to a possible fracture on the right ventricular (rv) lead. The rv lead also exhibited high impedance, noise and insulation damage; possibly from interaction with an older lead, leading to abrasion. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 6949 implantable tachy lead implanted: 2004 (B)(6); product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2007 (B)(6). (B)(4).